Manufacturer narrative:
Siemens filled the initial MDR 2517506-2025-00115 on 23-jul-2025. Additional information (31-jul-2025): siemens further evaluated the event and concluded that malfunctioned s1 vertical belt potentially contributed to the erroneously depressed co2 results. The service activities provided in the initial report resolved the event. The investigation conclusion code in the h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 system. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument and ran service methods, found a broken sample probe 1 (s1) vertical belt, replaced the belt, ran alignments, diagnostics, quick check, and qc, which recovered acceptably. The cause of the erroneously depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneously depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 system. Out of 4 samples, the sample with identifier (B)(6), the initial result was reported to the physician(s), who questioned the result. The samples were repeated on an alternate dimension vista 500 system. The repeat results recovered higher than the initial results and were consistent with the patient's previous reports. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed co2 results.